Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving baclofen 2000mcg/ml at 1540.1mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The pump stalled on (B)(6) 2019 and recovered on (B)(6) 2019. The patient did not recently have an MRI. The patient had been having headaches for the past 3 weeks and they had been getting worse. They were going in today and would likely replace the pump. Additional information was received the same day and they stated that they had spoken to the patient¿s mom following the pump replacement and she had mentioned that they had a hybrid car that was new. The patient had sat in the car while it was idling for about an hour and a half and that was when the motor stall occurred. The mother speculated on whether that might have been the cause of the motor stall. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.